Event description:
It was reported that during a da vinci s nephrectomy procedure, the site experienced difficulty with the system recognizing the instrument. The site attempted to reseat the patient side manipulator (psm) arm; however, the instrument still was not recognized by the system. The patient was under anesthesia when the surgeon decided to convert to traditional open surgical techniques to complete the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the clinical sales representative (csr) found that the instrument being used was out of lives. The site was made aware of this. As of march 22, 2011, there have been no reported recurrences of the issue at this hospital.